Event description:
A report was received that the patient felt his ipg shocking. The physician believed that it might have been some pocket irritation. The patient was prescribed steroids and did well after taking them.